Event description:
I used a philips CPAP for several years. I developed daily dizziness and headaches. My neurologist at (B)(6) in (B)(6) diagnosed me with inner ear damage. In lieu of the recent recall of philip's CPAP machines, I think this may have been caused by the CPAP since these symptoms were listed as a possible side effect of the gas. My neurological workup negative, including mris and my lab work was negative.